Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) display became unresponsive after the procedure. There was no report of patient injury.

Manufacturer narrative:
During evaluation by a livanova field service representative, it was determined that the issue occurred after installing a new software revision. This software installation was determined to be the root cause of the reported issue. The problem with the software is a known issue and corrective actions are in progress.